Event description:
The patient had a cryoablation procedure on (B)(6) 2012. The patient developed pain with swallowing beginning on (B)(6) 2012. Upper gi studies done with final detection on (B)(6) 2012 after gastric endoscopy that patient had esophageal ulcerations. Patient has since been treated and discharged home with reports of improvement.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.